Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010, patient presented with following pre-op diagnoses: degenerative disk disease with discogenic back pain l4-5. For which, patient underwent following procedures: decompression l3-4 with bilateral nerve root foraminotomy; revision decompression l4-5 with bilateral nerve root foraminotomy; posterior spinal fusion, l4-5; posterior lumbar interbody fusion, l4-5; implantation of peek cage x1, l4-5; segmental instrumentation, l4-5 using orthofix firebird instrumentation system; bone marrow aspiration with 60 cc spun to 10 cc in the operating room; implantation 0.7 cc, extra small kit rhbmp-2/acs; neurovision monitoring x2 hours; direct pedicle screw stimulation with bilateral l4 and l5 nerve roots. Per op notes, implant was placed packed with graft and a small amount of bone morphogenic protein. That was impacted and had excellent line-to-line fit. The mosaic carrier soaked in the bone mass aspirate was then placed in with the appropriate dose of bone morphogenic protein and laid down on the transverse process posterior elements. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.